Manufacturer narrative:
(B)(4). Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to the pcb2. Pump was received with cracked select button keypad overlay.

Event description:
The customer¿s wife reported via phone call that the customer was fell while he was at work and insulin pump was bumped and lost battery cap on the old insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.